Manufacturer narrative:
Corrected data: (clinical and impact code).

Event description:
It was reported that during pre use inspection when turned on, the cs300 intra-aortic balloon pump (iabp) there was noise on the screen, making it unusable. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h6 (investigation conclusions), h11 corrected fields: h6 (investigation findings). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the color video receiver pcb (0670-00-0736) and the video receiver to lcd cable (0012-00-1747). The symptoms did not reoccur. The failure analysis and testing dept. Received the following parts associated with this complaint: 0012-00-1747 cable, video receiver to lcd serial number (B)(6). 0670-00-0736 pcb, color video receiver serial number (B)(6). These parts were received with a reported unit failure of noise appeared on the screen and it could not be used. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cs300 test fixture serial number (B)(6) and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When power was applied to the cs300 test fixture, the display appeared with no noise. The display appeared as it normally would, with no trouble found. The display functioned normally after a four hour run time. The fat dept. Could not replicate the complaint of noise appearing on the display. The parts passed testing. Retaining the parts in the fat dept. Per procedure number (B)(4). Fat could not verify the reported malfunction. However, the most probable root cause was a loose connection of the replaced cable or other cable plugged into the video receiver pcb.

Event description:
It was reported that during pre use inspection when turned on, the cs300 intra-aortic balloon pump (iabp) there was noise on the screen, making it unusable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6) & e3 is unknown (initially it was submitted has other healthcare professional"). It was reported that the cs300 intra-aortic balloon pump (iabp) had monitor display problem and noise was observed on the monitor when it was started up. A getinge field service engineer (fse) inspected the unit and confirmed the monitor display problem (machine loaned from okinawa red cross hospital) and noise was observed on the monitor when it was started up. Fse replaced the pcb color video receiver and video received to lcd cable. Symptoms not reoccurring. There was no patient involvement.

Event description:
N/a.